Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to ketons and high blood glucose of 33.3 mmol/l. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found multiple no delivery alarms. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the customer is treating with manual injections and does not feel comfortable using the insulin pump. Advised that the customer should contact the doctor regarding the high glucose issues. No further information was provided.